Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields - d9. A getinge field service engineer (fse) was dispatched to evaluate the unit and ran a pim test and that showed that the tidal volume disk needed to be replaced. The replacement was made and all testes were passed with no issue and the unit was returned to the customer. Multiple gfes were sent to address patient involvement and was not met with any response. The record will be updated if the information becomes available.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code, component code), h11.

Event description:
It was reported that there was moisture in tube in cardiosave intra aortic balloon pump, there was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.